Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection on both incision sites. Reportedly the patient has complication of hematoma, edema and fluid discharged. There were no additional adverse patient effects reported. The entire system was explanted.